Manufacturer narrative:
One device was received for evaluation. Visual inspection found spillage in the battery compartment. Functional testing was able to verify that the downstream occlusion was within the correct range. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed the downstream occlusion test. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.